Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the customer reported complaint but found error 252/307 pointing to faulty master tool manipulator- right mtmr or mtmr remote arm controller rac (rac2). The fse replaced the mtm and rac to resolve intermittent errors 252/307. The system was tested and verified as ready for use. Isi has received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce but could confirm the customer reported complaint via system error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. No repairs are required to address the reported problem. Isi has received the rac involved with this complaint and completed the device evaluation. Fa investigation could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. In-house fa installed the rac into pca xi test system and the ssc was started up with no errors. The rac passed communication, voltage/current in ranges, idle system in normal mode for 15 minutes, 20 power cycles with no issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 252 on the mtmr related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to a non-recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had a non-recoverable error 252. The customer had tried to restart the system prior to calling to technical support. The vision side cart (vsc) was hung up and the surgeon side console (ssc) displayed a message that it was not connected to the vsc. An intuitive surgical inc. (Isi) technical support engineer (tse) explained that the error looked like it was related to the right master tool manipulator (mtm) in the surgeons console. This was a single surgeons console system and there was no other surgeon consoles available. The customer completely powered down the system and emergency powered off (epo) the system. The customer was able to power up the system normally without any errors. While trying to get back, the system had another error 252 related to the right mtm again. The procedure was converted to traditional laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and had no issues. There were no issues during port placement and the surgical staff did not observe any outside influences that were impeding movement of the system / patient side manipulators (psm). The system suddenly displayed a non-recoverable fault. The customer restarted the system, still the issue persisted. The customer performed hard restart as advised by the isi technical support. The customer had planned to perform partial nephrectomy procedure but ended up doing radical nephrectomy due to some reason and not related to da vinci robotic complications. There was no patient injury.